Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted in (B)(6) 2012 due to hydrocephalus. According to the report, on (B)(6) 2016 the patient experienced dizziness and vomiting. The report stated on (B)(6) 2016 a CT scan was performed on the patient and the patient's ventricles got smaller. On (B)(6) 2016 the device was found to not adjust pressure level settings. Reportedly, there was no injury to the patient, but the patient is still experiencing dizziness and vomiting.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Corrected information: the patient codes were updated to reflect the reported patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.